Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The pt is pursuing a product liability claim arising out of the use of the nexgen cr-flex. It is reported by the pt's counsel that the pt received an implant on (B)(6) 2007 and was revised on (B)(6) 2013 due to pain; however, it is unk which components (that also include the patella and monoblock tibia) were received. The pt's counsel also reports that they was diagnosed with loosening.